Event description:
Related manufacturer reference number: 2017865-2022-01888. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular (rv) lead exhibited noise. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced, and the rv lead was capped and replaced on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
Correction: previously reported h6 (health effect - clinical code) should have been "2330 - discomfort" rather than "4582 - no clinical signs, symptoms or conditions."

Event description:
New information indicates that the right ventricular lead exhibited extra-cardiac stimulation.